Event description:
It was reported that patient presented remotely via merlin.net experiencing dyspnea. Upon review of the transmission, it was noted that the pacemaker was found in backup vvi. During an interrogation attempt, it was found that the pacemaker could not be interrogated and was not pacing due to premature battery depletion causing the patient to be bradycardic. The pacemaker was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Correction: b5 and h6 - "1751 - bradycardia" should be included.

Manufacturer narrative:
Additional: h3, h6 the reported events of inability to interrogate, no pacing output, backup mode, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net experiencing dyspnea. Upon review of the transmission, it was noted that the pacemaker was found in backup vvi. During an interrogation attempt, it was found that the pacemaker could not be interrogated and was not pacing due to premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.